Manufacturer narrative:
The subject ues-40 is not returned to olympus for evaluation, therefore olympus cannot evaluate the subject ues-40. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user facility was using the ues-40 for bipolar turbt on a patient but the subject device failed during use. The user facility replaced the subject ues-40 with another ues-40 but the unspecified fault could not be resolved. The user facility changed the procedure to monopolar resection, during which, there was an obturator nerve response which caused a small perforation of the bladder. The patient was left with a urethral catheter for two days. The patient has fully recovered from perforation of bladder. There was no report of the patient injury other than above. The user facility reported that both of these subject devices had failed in use on a previous occasion and had been sent to olympus for repair and had been returned with no fault found. Previously reported faults on the subject ues-40: during a tcris or turis (bipolar resection in saline) procedure. When pressing the foot switch by user facility, "ER 02" is displayed on front panel. When pressing the foot switch by user facility, "ER 08" is displayed on front panel. The user facility tried turning it off and on, using a new saline cord but the error messages persisted.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00327. The subject ues-40 has not be returned to olympus for evaluation. Olympus checked the device history record of the subject ues-40, there was no irregularity found. The service engineer checked the subject ues-40 at the facility and the subject ues-40 worked normally. When the service engineer checked it, though the relationship with the perforation is unknown, the output setting of the ues-40¿s blend mode was reportedly set to 0w. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.